Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The log file spanned approximately 17 days (B)(6) 2021 per the timestamp). A low voltage hazard alarm activated on (B)(6) 2021 at 02:57 due to the rsoc and bus voltages diminishing to 2.9v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 19jul2021 stated that the patient did not have recollection of an alarm and thinks that it was a power failure from a local power provider. The patient is in the process of getting a generator. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be power outage at home. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The device history record cannot be reviewed as the serial/lot number of the device was not available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The serial number of the device was requested but was not provided. Therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the event log submitted captured a low voltage hazard event on (B)(6) 2021 at 0257 while using the mobile power unit (mpu). Appeared there was a total loss of power to the mpu (mobile power unit) enabling the backup battery in the controller until power was restored to the mpu. The patient did not recall the event and was in process of getting a generator; however, complaint of atypical chest pain in the pump. Additional information requested but not provided.